Event description:
It was reported that during and fmt incus repositioning surgery, on (B)(6) 2014, the conductive link was cut off accidently during. Hence the patient was re-implanted with a new vorp.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(6) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.